Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 240-400 (mg/dl). The customer delivered boluses and adjusted the pump settings to address bg levels. Reportedly, the customer believes that their infusion set may have contributed to their elevated bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.